Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer stated that he had a motor error alarm that occurred during the basal process. Troubleshooting was performed and the customer was able to rewind, but the insulin pump failed the displacement test. Nothing further was reported.